Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed, and a burning smell was noticed. The ventilator device switched to ambient mode. Based on the available information this occurrence was noticed during the self test and/or in the beginning of the patient ventilation. The observed error codes: tf 432002 (instrument over temperature), tf 485001 (mbient failure detected), te 232005 (blower hot), tf 446029 (ambient failure detected). The device log files (service log, error log, event log) were provided to hamilton medical ag. There is patient involvement reported. There was need for medical intervention was reported. The ventilator device got exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. A detailed investigation was performed by an expert from the technical service: in future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was tested. The root cause was determined to be a defective tantalum capacitor on the driver board, most likely caused by overvoltage (emc, mains supply). In consequence (correction) the driver board was replaced. There was no patient or user harm reported.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed, and a burning smell was noticed. The ventilator device switched to ambient mode. Based on the available information this occurrence was noticed during the self test and/or in the beginning of the patient ventilation. The observed error codes: tf 432002 (instrumentovertemperature), tf 485001 (mbientfailuredetected), te 232005 (blowerhot), tf 446029 (ambientfailuredetected). The device log files (service log, error log, event log) were provided to hamilton medical ag. There is patient involvement reported. There was need for medical intervention was reported. The ventilator device got exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed, and a burning smell was noticed. The ventilator device switched to ambient mode. Based on the available information this occurrence was noticed during the self test and/or in the beginning of the patient ventilation. The observed error codes: tf 432002 (instrument over temperature), tf 485001 (mbient failure detected), te 232005 (blowerhot), tf 446029 (ambient failure detected). The device log files (service log, error log, event log) were provided to hamilton medical ag. There is patient involvement reported. There was need for medical intervention was reported. The ventilator device got exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Follow-up 1 - investigation outcome: a detailed investigation was performed by an expert from the technical service: in future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was tested. The root cause was determined to be a defective tantalum capacitor on the driver board, most likely caused by overvoltage (emc, mains supply). In consequence (correction) the driver board was replaced. There was no patient or user harm reported. Hamilton medical ag complaint number: (B)(4). Follow up failed for duplicate report reasons.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. A detailed investigation was performed by an expert from the technical service: in future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was tested. The root cause was determined to be a defective tantalum capacitor on the driver board, most likely caused by overvoltage (emc, mains supply). In consequence (correction) the driver board was replaced. There was no patient or user harm reported. Hamilton medical ag complaint number: cer follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: d4.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device alarmed, and a burning smell was noticed. The ventilator device switched to ambient mode. - based on the available information this occurrence was noticed during the self test and/or in the beginning of the patient ventilation. - the observed error codes: tf 432002 (instrument over temperature), tf 485001 (mbientfailuredetected), te 232005 (blowerhot), tf 446029 (ambient failure detected). - the device log files (service log, error log, event log) were provided to hamilton medical ag. - there is patient involvement reported. - there was need for medical intervention was reported. The ventilator device got exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.